Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the root cause could not be identified since the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head did not have an image. The event occurred during an unspecified procedure. There were no reports of patient harm.